Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation. The shell thickness was within specification. Update and/or corrections to the following sections: b4, b5, d4, d7, d10, g7, h2, h6, and h10.

Event description:
Deflation resulting in explantation.

Manufacturer narrative:
Macroscopic and microscopic examination of the explanted device revealed tear through the shell resulting in outer lumen deflation. The shell thickness was within specification.

Manufacturer narrative:
Physician statement: patient stated right side deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.